Event description:
It was reported via medwatch "the patient had an 18g right upper arm midline (basilic vein) catheter placed on (B)(6) 2023. On (B)(6) 2023 while at outpatient therapy to get his IV antibiotics the line was noted to be leaking. The rn pulled down the dressing and noticed the catheter hub and part of the catheter had broken off, leaving a part of the catheter in the patient's arm. The patient was taken to the ed(emergency dept) and then went to the operating room for a venotomy where the broken piece in the patient's arm was successfully removed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.